Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Event description:
It is reported that the device has been explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.